Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified deformation, flat creases. Cloudiness in the gel was observed after the autoclave disinfection cycle. A weight test of the explanted material was completed and it was within specification. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician, visual analysis and microscopic analysis discovered: deformation, flat creases and weight within specification.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.